Event description:
It was reported that the clinician hung a levophed 250ml bag as a primary infusion and it was "y-sited" to the lowest port of a another primary line. The primary line was for normal saline. The tubing was installed in the pump module (the device was still not powered on). The door was then shut. The clinician opened the roller clamp and went on to discuss the infusion with the physician. The clinician then got a scanner as the infusion was to be programmed using device interoperability. However, when the nurse returned, the patient's vital signs monitor was alarming for "blood pressure" and noticed that the levophed bag was "empty." The patient reportedly required the administration of labetalol as the blood pressure was high due to the event.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the clinician hung a levophed 250ml bag as a primary infusion and it was "y-sited" to the lowest port of a another primary line. The primary line was for normal saline. The tubing was installed in the pump module (the device was still not powered on). The door was then shut. The clinician opened the roller clamp and went on to discuss the infusion with the physician. The clinician then got a scanner as the infusion was to be programmed using device interoperability. However, when the nurse returned, the patient's vital signs monitor was alarming for "blood pressure" and noticed that the levophed bag was "empty." The patient reportedly required the administration of labetalol as the blood pressure was high due to the event.

Manufacturer narrative:
Additional information: imdrf annex a and g codes.